Event description:
It was reported that the motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. Both plunger cases were cracked. Motor rate error was found in the event history log. The technician performed an occlusion test. The reported issue was unable to be duplicate during the occlusion test. The root cause of the reported issue was found to be white tefon flakes on worm coupling facets was causing the intermittent of the motor rate error. Pump was over 8 years old. Replaced teflon washers with the delrin washer, the old style motor bracket, old style worm gear, the leadsrew and clutch halves for preventive.